Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over five (5) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although a root cause could not be identified, regarding the b30 scope communication error and the e216 error code, it is presumed to be a output socket failure. The scope cannot be recognized due to the failure of the slide detection which detects the locking mechanism of output socket and scope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source exhibited a b30 scope communication error code as well as an e216 error code. The issue occurred during preparation for use of a diagnostic colonoscopy. The procedure was completed and there were no delays or reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.